Event description:
During a scheduled follow-up 13 months post-operative, it was discovered taht two screws were fractured without any loss of correction. Note: patient is completed fused. Patient is pain free and has no complaints.